Event description:
Pain and swelling that kept her from walking for 2 days, unable to walk. Pain. Swelling. Case narrative: this case is linked to case (B)(4) (same patient). Initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097714. This case involves an adult female patient who experienced pain and swelling that kept her from walking for 2 days, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previously received synvisc injection series. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid solution (dosage, indication, frequency: unknown; batch number: q14105 and expiry date: 31-mar-2017; strength: 16mg/2ml) via intra-articular route. On (B)(6) 2015, after an unknown latency, patient experienced pain and swelling that kept her from walking for 2 days (gait inability) (medically significant). Gait inability was resolved on (B)(6) 2015. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all events outcome: recovered for gait inability and unknown for other events. A product technical complaint (ptc) was initiated with global ptc number: 100095006 on (B)(6) 2021 for synvisc. Batch number: q14105, expiry: 31-mar-2017 and sample status was not available. The production and quality control documentation for lot # q14105 expiration date (2017-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # q14105 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue.sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 18-jul-2022 with summarized conclusion as no assessment possible. The complaint (B)(4) for (B)(6) has been reopened for the following reason: incomplete complaint information. Follow up information received on 13-jan-2021 from other healthcare professional. Global ptc number added. Upon internal review on 13-jan-2021 (initially processed with clock start date 08-jan-2021 and additional information received on 22-jan-2021), lot number was added along with expiry date. Event linking of pain and swelling that kept her from walking for 2 days was updated to unable to walk and seriousness criteria was updated to medically significant. Patient's gender was added. Global ptc number was added. Clinical course was updated and text was amended accordingly. Additional information was received on 18-jul-2022 from quality department via other health professional: ptc results were added. Text amended accordingly.

Event description:
Pain and swelling that kept her from walking for 2 days [unable to walk]. Pain [pain]. Swelling [swelling] . Case narrative: this case is linked to case (B)(4) (same patient). Initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097714. This case involves an adult female patient who experienced pain and swelling that kept her from walking for 2 days, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previously received synvisc injection series. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid solution (dosage, indication, frequency: unknown; batch number: q14105 and expiry date: 31-mar-2017; strength: 16mg/2ml) via intra-articular route. On (B)(6) 2015, after an unknown latency, patient experienced (pain) and (swelling) that kept her from walking for 2 days (gait inability) (medically significant). Gait inability was resolved on (B)(6) 2015. It was reported "patient received second synvisc injection and had lot of pain and swelling that kept her from walking for 2 days. This happened with a previous injection series and it lasted about 2 weeks total". Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all events outcome: recovered for gait inability and unknown for other events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 0(B)(6) 2021 for synvisc. Batch number: q14105, expiry: 31-mar-2017. The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # q14105 expiration date (2017-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # q14105 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022 there are a total of 5 complaints on file for lot# q1410 and all related sub-lots: 1 complaint has been reported for lot # q14103: (1) leaky syringe/detached plunger rod. 1 complaint has been reported for lot # q14104: (1) adverse event report. 3 complaints have been reported for lot # q14105: (1) tip breakage (1) detached luer-lok hub and (1) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on 18-jul-2022 with summarized conclusion as no assessment possible. The complaint (B)(4) for USA has been reopened for the following reason: incomplete complaint information. Follow up information received on 13-jan-2021 from other healthcare professional. Global ptc number added. Upon internal review on 13-jan-2021 (initially processed with clock start date (B)(4) 2021 and additional information received on 22-jan-2021), lot number was added along with expiry date. Event linking of pain and swelling that kept her from walking for 2 days was updated to unable to walk and seriousness criteria was updated to medically significant. Patient's gender was added. Global ptc number was added. Clinical course was updated and text was amended accordingly. Additional information was received on 18-jul-2022 from quality department via other health professional: ptc results were added. Text amended accordingly. Additional information was received on 18-jul-2022 from the quality department. Ptc details was added.